Event description:
Allegation that when staff steps on the CPR lever the motor runs but the head does not lower. No injury reported.

Manufacturer narrative:
Bed located in bed shop. Tech found when he stepped on the CPR lever that the motor runs but the head would not lower. Replaced CPR valve to resolve this issue.